Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is hospitalized due to a heart attack. The insulin pump alarmed motor error. The current blood glucose reading is 337 mg/dl. During troubleshooting, displacement test passed. Customer stated the insulin pump was exposed to the airport body scanner. Nothing further reported.